Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted two unexplained loss of prime warnings in two days. The reporter was allegedly able to successfully deliver a bolus following the warning without another recurring. During troubleshooting, the reporter was advised to use a cartridge from a different box and monitor if the warnings recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.